Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The complaint incident was resolved by performing routine maintenance of the instrument using a bleach solution. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated platelet results on the cell-dyn emerald analyzer. The following data was provided: initial 1125 k/ul, repeats 368, 343, 774 k/ul. There was no impact to patient management reported.